Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9-feb-26 arthrex was notified of a published manuscript conducted in the united kingdom at the royal free london nhs foundation trust. In this retrospective study, arthrex fibertape or arthrex fibertape cerclage was used for fixation of the abductor mechanism in hip fractures. In total, 9 of the 17 included patients experienced at least one complication, including conservatively managed wound complications (2 patients), =3 mm greater trochanter displacement (3 patients), greater trochanter non-union (1 patient), metalwork failure (1 patient), and trendelenburg gait (4 patients). None of the patients had to undergo metalwork removal or experienced dislocation.